Event description:
It was reported that the patient presented for follow-up with loss of ventricular capture exhibited by the implantable cardioverter defibrillator. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.